Event description:
It was reported that no lock could be established with the internal device. External equipment was exchanged, however this did not resolve the issue. Surgery to explant the pt's device will be scheduled.